Event description:
It was reported, the patient was in a different state and missed their refill one week ago. The patient¿s family requested hcp listing for their area. Per the patient¿s family the patient was going through withdrawal, incoherent, couldn¿t stand up, dress herself, had to pick her up out of bath tub, lost control of bowels, "not there" when the patient speaks. The patient was hospitalized yesterday morning ((B)(6) 2013) and discharged last night. Per the patient¿s family they discharged the patient as they could do nothing more for the patient. The patient was currently at home. Attempts were being made to assist patient to obtain refill. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient went 34 days with withdrawals, being "sick as a dog". The patient's hcp told her to go to the hospital. She went to every hospital and no one could help her. The patient went to another physician, who felt sorry for the patient and did the refill "this one time". It was noted that the physician didn't know about pumps and his nurses "begged him". So, on (B)(6), the pump was filled and the next day, the patient was "acting crazy" and went unconscious. The patient was reportedly in a hotel room and "had to be cut out". On (B)(6), an infusion company filled the pump with saline to "water down the pump". The infusion company was supposed to come to the patient again six days later, but they didn't. The patient felt that the infusion company overdosed her. The patient's next refill was supposed to be on (B)(6) and the patient was wondering why her pump was not alarming. The patient's morphine needed to be changed. The patient was reportedly dismissed by her hcp. The patient heard an alarm when the pump ran out of medication on (B)(6) 2013. Per pump logs, an empty reservoir alarm occurred at this time.

Manufacturer narrative:
Product ID 8575 lot# n091113, implanted: 2007 (B)(6); product type accessory product ID 8709 lot# l81595, implanted: 2000 (B)(6); product type catheter. (B)(4).